Event description:
It was reported that the incident occurred on (B) (6) 2009, but draeger was just notified about this reported incident. It is claimed that the pt was admitted normally to telemetry. Normal function, waveform and controls were observed. At some later time, the pt condition had declined. It is claimed that the telemetered waveform had disappeared and no alarms were active. It was reported that the pt was moved to intensive care and subsequently passed away. Draeger (B) (4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.